Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08656. It was reported that the patient presented for device change-out. During the procedure, insulation damage was noted on both the leads. The lead parameters were normal prior to procedure interrogation. Both the leads were capped, and replaced on (B)(6) 2020. The patient was stable.